Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The evis exera ii ultrasonic bronchofibervideoscope had a foreign material on balloon water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown as no response was received from the customer. However, it could be confirmed that leak failure occurred due to a damage of the device. Therefore, it is surmised that this is likely to be the reason why reprocessing could not be completed properly, and the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.